Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the samples were clean. The mission needle was returned with the cannula primed to the 20mm position and the stylet fully advanced. It was found that the mission needle was returned with two blunt tips. The truguide coaxial was not included with the samples. There were no other visual anomalies noted on the device. Functional/performance evaluation: the device fired with no issues, as it was returned in the primed state. To prime, the trigger was pulled to the 10mm position with no issues. The trigger was pulled back a second time to fully prime the device to the 20mm position. The stylet advanced with no issues. Samples were taken from a chicken breast with no issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: one mission core biopsy needle and two blunt tip stylets were returned. The investigation is confirmed for device markings issue, as the biopsy mission kit was returned with two blunt tip stylets rather than one blunt tip stylet and one trocar tip stylet. The root cause was determined to be manufacturing related, as two blunt tip sylets were packaged within the bard mission kit, when there should have been one blunt tip stylet and one trocar tip stylet. Labeling review: the current mission disposable core biopsy instrument instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a CT guided biopsy, upon unpackaging the device, the technician found two blunt tip stylets and no coaxial cannula with a trocar tip stylet, which was needed for the procedure. It was further reported that another device was used to complete the procedure. There was no reported patient contact.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a CT guided biopsy and upon unpackaging the technician found two blunt tip introducers in it and no trocar tip introducer, which was needed for the procedure. It was further reported that another device was used to complete the procedure. There was no reported patient contact.